Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('bleeding/ menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer in 2013 and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic-assisted operative laparoscopy with essure coil removal and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: presence of essure coils and concern for reaction to coils resulting in menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy on (B)(6) 2015: on the left side, 1-2 trailing coils were seen. On the right side this could not be seen although the implant was in due to the fibrotic growth in front of the right tube, no complications. Laparoscopy on (B)(6) 2018: normal appearing uterus; bilateral fallopian tubes unremarkable except for the presence of essure coils; anterior and posterior cul de sac unremarkable. Midline omental adhesions noted and suspect large anterior wall hernia involving omentum. No complications. Pathology test on (B)(6) 2018: gross description: specimen received in a single container designated as "bilateral fallopian tubes." It contains two fallopian tubes, one of which has a metallic wire with coil inserted into the lumen from the proximal end. The second fallopian tube has no wire in the lumen; however, in container a separate wire with coil is seen. The second wire with coil measures 7.5 cm long and 0.1 cm or less in diameter. The second fallopian tube without the wire measures 7 cm long and 0.6 to 0.7 cm in diameter. There are two small paratubal cysts in this fallopian tube measuring 0.1 to 0.2 cm in diameter. The first fallopian tube with the wire measures 7.2 cm long and 0.5 to 0.7 cm in diameter. Two paratubal cysts are also attached to this fallopian tube measuring 0.4 and 1 cm in diameter. The metallic wire inserted into the lumen measures 4 cm long and 0.1 to less than 0.1 cm in diameter. Representative sections of the fallopian tubes are submitted as follows: cassette 1 ¿ the first fallopian tube with paratubal cysts; cassette 2 ¿ the second fallopian tube with paratubal cysts, cassette 3 the fimbriated end of the first fallopian tube, cassette 4 the fimbriated end of he 2nd fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('bleeding/ menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer in 2013 and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic-assisted operative laparoscopy with essure coil removal and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: presence of essure coils and concern for reaction to coils resulting in menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2015: on the left side, 1-2 trailing coils were seen. On the right side this could not be seen although the implant was in due to the fibrotic growth in front of the right tube, no complications. Laparoscopy - on (B)(6) 2018: normal appearing uterus; bilateral fallopian tubes unremarkable except for the presence of essure coils; anterior and posterior cul de sac unremarkable. Midline omental adhesions noted and suspect large anterior wall hernia involving omentum. No complications. Pathology test - on (B)(6) 2018: gross description: specimen received in a single container designated as "bilateral fallopian tubes." It contains two fallopian tubes, one of which has a metallic wire with coil inserted into the lumen from the proximal end. The second fallopian tube has no wire in the lumen; however, in container a separate wire with coil is seen. The second wire with coil measures 7.5 cm long and 0.1 cm or less in diameter. The second fallopian tube without the wire measures 7 cm long and 0.6 to 0.7 cm in diameter. There are two small paratubal cysts in this fallopian tube measuring 0.1 to 0.2 cm in diameter. The first fallopian tube with the wire measures 7.2 cm long and 0.5 to 0.7 cm in diameter. Two paratubal cysts are also attached to this fallopian tube measuring 0.4 and 1 cm in diameter. The metallic wire inserted into the lumen measures 4 cm long and 0.1 to less than 0.1 cm in diameter. Representative sections of the fallopian tubes are submitted as follows: cassette 1 ¿ the first fallopian tube with paratubal cysts; cassette 2 ¿ the second fallopian tube with paratubal cysts, cassette 3 the fimbriated end of the first fallopian tube, cassette 4 the fimbriated end of he 2nd fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.